Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: eight events were reported for this quarter. Product return status: eight devices were received for evaluation. Evaluation status: eight events were confirmed during testing. - six devices were found to be affected by corrosion. - one device was found to be affected by compromised lubrication. - one device was found to be affected by fractured bearing. Product disposition: these devices are not repairable and were not returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device reportedly. Overheated. Seven events had no patient involvement; no patient impact. One event had the patient receive a first-degree burn.